Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected critical pump error. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will need to be replaced. The device be returned.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection.